Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The inner enclosure screw holes were damaged. There was oil residue coming from the bimba area. A foot pedal was included. A functional evaluation was performed. The device failed the weight test. The piston migration was at 2.9 inches. The device was delayed in it's pressurization. The foot pedal was non- functional. It would not de-pressurize the device. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the spider was not working. No case involved. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.